Event description:
Rptr complained of cutting pain when sitting for a long time. Left leg gets numb. Unable to take long trips. Dr stated that the fusion did not take place. Nothing could be done except be given pain killers.